Event description:
In december 2005 the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter was giving an error 1 message. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach the patient by telephone. The mas mailed a letter requesting the patient contact medical affairs. The reporter reported that on an unspecified date the patient obtained an error 1 message when a new test strip was inserted in the reported meter. The patient replaced the battery and used a new vial of test strips and the error 1 recurred. At the time of the incident the patient reported she experienced symptoms of hyperglycemia and ketoacidosis. The reporter stated the patient tested her blood glucose level one half hour later on another meter, a track-ease, and obtained a result of 484 mg/dl. The patient was taken to the hospital and given insulin. It would have been helpful to determine the patient's specific symptoms at the time of the incident, who took her to the hospital, what her blood glucose results were at the hospital/emergency room, what her specific treatment was, when was the last time the patient was able to successfully test her blood glucose level on the reported meter, what normal expected blood gulcose results are if she had a backup meter, and her medication regimen. The customer care advocate determined durding the troubleshooting telephone call that the patient's testing technique was correct, and that the meter's battery compartment was in good condition. This incident is being reported as the patient was getting as error 1 message on the meter, was unable to obtain a blood glucose result, experienced hyperglycemia and had to be hospitalized and treated with insulin.